Event description:
It was reported that the touchscreen became cracked. The customer was unsure of how the crack occurred. Reportedly, the pump was still functional. Customer's blood glucose level was 240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.